Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a reservoir anomaly. The customer's blood glucose reading was unknown. During the fill up, the plunger came out. The customer declined to troubleshoot. The customer will be sent replacement reservoirs.